Event description:
A customer contacted beckman coulter regarding false negative (-) prostate specific antigen (psa) results from two different pt samples that were generated by the synchron lx I 725 instrument. Pt a: an initial psa result was 0.0ng/ml. The psa result was reported out of the lab and questioned by the physician. Approx a week later, the pt original sample was re-tested for psa; the result was 7.76ng/ml. In addition, a fresh sample was collected from the pt and tested for psa; the result was 7.88ng/ml. Pt b: an initial psa result was 0.0ng/ml. The result was reported out of the lab and questioned by the physician. A week later the customer collected a fresh sample from the pt and tested for psa; the result was 5.3ng/ml. There was no report of change to pt treatment.